Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve (idns9009 ) was implanted via l-p shunt on unknown date with unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). Since the patient's condition was poor, an attempt was made to change the set pressure, but it could not be changed (unknown date). On (B)(6) 2022, the setting pressure could be changed with neodymium. After that, the patient's condition worsened again and the pressure could not be changed, the valve was removed on unknown date. The valve was replaced on (B)(6) 2023.

Manufacturer narrative:
The valve was returned for evaluation: DHR - lot 3426960, conformed to the specifications when released to stock failure analysis - the valve was visually inspected: a needle hole in the needle chamber was noted and some biological debris. The valve was leak tested: only leaked form the needle hole in the needle chamber. The valve passed the tests for programming, occlusion, reflux, siphon guard and pressure. Root cause - no root cause could be determined for the programing issue reported by the customer as the technician could not confirm any problems with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no programing issues were noted.